Event description:
Baxter received a report that there was a leak from the set. The set had been used for 20 days. The hospital staff stated there was a cut (pinhole) but was unsure if it was made by something like scissors or by the clean flash. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set with no cap on spike connector and no cap on patient connector (no titanium adapter returned) into the lab in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut/hole approximately 3" from sleeve in closed position. During visual inspection, the cut/hole was approximately 1/2 ways around the silicone tubing. The reported condition was confirmed in the lab. The root cause was undetermined.